Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2008 due to an unspecified complication. The tibial bearing and locking bar were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.